Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received loose enclosed inside two plastic bags. As received, leaflets 1 and 2 were observed in the closed configuration, while leaflet 3 appeared partially open. All leaflets exhibited appreciable creases; appeared intact. All commissures appeared intact. No damage to the sutures was observed. The frame exhibited no damage such as bends, kinks or fractures. The valve was placed in a cold saline bath to perform a loading simulation following the instructions for use. During loading, the frame paddles seated correctly within the paddle attachment pockets without issue. The capsule was then advanced to cover the frame paddles and outflow crown struts and continued advancing until the capsule guide tube fully covered the valve¿s commissure pad. Subsequently, the inflow cone was advanced to crimp the inflow portion of the valve, with no abnormalities or resistance observed during this step. The capsule was fully advanced over the valve. A post-loading inspection of the capsule revealed no visual or tactile anomalies. Following loading, the valve was deployed in a warm saline bath (approximately 37¿°c). The deployment knob was rotated to expose the inflow portion of the valve, with no visual anomalies observed. Deployment continued through the waist region and progressed to the point of no recapture without issue. The valve was then fully deployed. No frame expansion or infolding anomalies were obs erved during the deployment simulation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: concomitant medical devices in use during the event include: product ID: d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: not implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the attempted implantation of this 26mm transcatheter aortic bioprosthetic valve (tav), the valve was loaded into the delivery catheter system (dcs), inserted into the patient¿s vasculature, and advanced to the aortic annulus without issue. Upon the first deployment attempt, the implant depth was deemed slightly high and the valve was recaptured. On the second deployment attempt, a frame anomaly was observed via fluoroscopy which appeared to be an infold in the valve frame. Fluoroscopic angles were adjusted and an infold with inadequate valve frame expansion was confirmed. The valve was recaptured and withdrawn from the patient. Subsequently, a new 26mm valve was implanted into the aortic annulus without issue. Upon visual inspection of the defective valve, the infolded portion of the valve frame was bent and remained in a folded configuration. Unspecified health damage was reported as a patient outcome.